Manufacturer narrative:
The original reported event, not holding blade correctly, was duplicated. During testing blade whip was found. A loose drive link was determined to be the primary failure. A blade mount failure involving the connection between a blade and drive link can cause blade whip that could result in a blade break.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the blade broke while using the system 7 sagittal saw during a procedure. The case was completed successfully using a back up device, without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the blade broke while using the system 7 sagittal saw during a procedure. The case was completed successfully using a back up device, without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.